Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. Both times the nurse loaded properly but when she went to pull the delivery device out of the loader device, the seal remained in the loader device. The nurse was sure she had followed the correct sequence of events per the IFU and even had a witness watch her on the second seal. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. The scrub nurse who did the loading is extremely experienced. This report is for the second seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was outside of the loader and the plunger had not been depressed. The seal and the seal subassembly were left inside the loader device. There was no evidence of blood observed inside the deployment tube. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.